Event description:
It was reported that patient¿s t:slim x2 pump displayed malfunction code 12 with no notable events occurring beforehand, and malfunction warning returned even after pump reset. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump and upload logs through mobile app, then was placed on multiple daily injections as backup therapy while pump replacement was arranged, was instructed to place malfunctioning pump in storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.